Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose was 119 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unexpected shutdown could not be verified. Additionally, the failure investigation has been completed and the alleged data error alert was verified.